Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Discarded by the hospital.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause.

Event description:
The plug broke when they were trying to put it into the patients canal; the dr. Said it was likely a combination of the patients anatomy and the way it was being inserted.

Event description:
The plug broke when they were trying to put it into the patients canal; the dr. Said it was likely a combination of the patients anatomy and the way it was being inserted.